Event description:
During an attempt to remove an optease filter with an 80cm brite tip sheath introducer, the filter could not be inserted. The brite tip was exchanged for another one and the procedure was successfully completed. There was no patient injury. The target lesion was inferior vena cava. The lesion was not calcification and tortuous. The rate of stenosis was 0%. An 80cm brite tip guiding catheter (was used for retrieval of an optease. The filter was attempted to insert into the tip of the brite tip. However it could not make it. Therefore the catheter was exchanged for a new guiding catheter. The procedure was finished successfully. There was no reported patient injury. The filter will not be returned for analysis. The brite tip will be returned for analysis.

Manufacturer narrative:
During an attempt to remove an optease filter with an 80cm brite tip sheath introducer, the filter could not be withdrawn into the sheath. The brite tip was exchanged for another one and the procedure was successfully completed. There was no patient injury. The target lesion was inferior vena cava. The lesion was not calcified or tortuous. There was no stenosis. An 80cm brite tip guiding catheter was used for retrieval of an optease. The filter was attempted to be inserted into the tip of the brite tip; however, it could not make it. Therefore the catheter was exchanged for a new guiding catheter. The procedure was finished successfully. Follow up to obtain additional procedural details noted that procedural information is unknown. The optease filter was not returned for analysis and the sterile lot number was not provided in order to conduct a device history record (DHR). The reported ¿retrieval difficulty-unable to pull into retrieval catheter/gc¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be conclusively determined. Based on the limited information available for review, factors contributing to the withdrawal difficulty into the sheath could not be determined. Without return of the device or a DHR, there is no indication that the difficulty experienced could be related to the design or manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.